Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips remote service engineer (rse) that the host pc was not starting up. Following an onsite visit and reviewing system logfiles and performing troubleshooting actions the philips field service engineer (fse) found that the host pc was defective. To resolve the issue, the fse replaced the host pc, reloaded the license. The defective part was returned for analysis. The analysis results were unable to definitively ascertain the cause of the failure, however it was identified as being due to a power supply failure. After replacement of host pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.